Manufacturer narrative:
Troubleshooting of the device with the customer identified that the battery pack was depleted with an expiration date of 12/23. The battery pack was replaced, and the AED verified as functioning.

Event description:
A customer reported that their AED's battery pack was depleted. They reported that this did not occur during patient use.